Manufacturer narrative:
(B)(6). Investigation summary: no samples or photos were provided by the customer for investigation. No samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. A mis-assembly at the cannulation operation can cause double cannula. A needle misses the hub and falls on to the adjacent needle on the rack. The dvt camera that inspects for epoxy may catch this defect if the defect is on the side facing the camera. It is essentially the responsibility of the assembly associate to monitor for these defects, correct the issue, and remove the affected needles. Based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Therefore, no corrective or preventative actions are proposed in the scope of this complaint. A device history record (DHR) review was performed on the columbus batches associated with the curitiba batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Investigation conclusion: no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. Root cause description: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Therefore, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that foreign matter was found before use with a needle precisionglide 30x1/2in. The following information was provided by the initial reporter, "in the moment of the opening of the material that would be used in surgical procedure it was verified that the needle 13x0,3 was duplicated (2 needles in the same package). The failure was verified before the introduction in the patient's eyes."